Event description:
Pump kept ringing kvo flow or hi-flow. After numerous attempts to clear the problem (a new pump was tried), the filter on the tpn line was seen to have particulate matter in it. A new filter was placed on the line.